Event description:
The customer was hospitalized for high bgs. The customer stated that they were admitted in the hosp to have an emergency c-section due to the high bgs. The customer was released at the time of call. It was stated that the customer did not change out the infusion set when they had two unexplained high bgs. Troubleshooting was performed. The programming on the pump was accurate. It was found that the customer does not let the insulin warm to room temperature. The customer did not want to disconnect from the pump to run a high-pressure test. A replacement pump was requested.